Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was at the hospital for a non-device related condition, upon interrogation the pulse generator exhibited premature elective replacement indicator. On (B)(6) 2013, the patient had undergone a cardioversion procedure which exposed the patient and device to electrocautery. After a software download, normal device function resumed. The patient would be monitored.